Event description:
It was reported that this implantable device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Subsequently the device was explanted. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.

Manufacturer narrative:
As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Subsequently the device was explanted. Hospital indicated the device was discarded by facility, and will not be returned to boston scientific for analysis. Hospital indicated device explanted (B)(6)2019, which has been updated from (B)(6)2019.